Manufacturer narrative:
A product investigation was completed: the returned drill bit was investigated. The fluted end of the drill bit is broken in ten (10) fragmented pieces. Because of the damage the relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 per standards as required and the measured harness was within the specification. There could be a number of contributing factors that resulted in the breakage of the drill bit in such a manner, as it appears the drill bit just shattered. The damage may have been due to the drill bit hitting off the guide wire or another hard surface, not pulling the drill out straight while running or excessive force applied whilst drilling. Based on the investigations results we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the patient¿s year of birth was reported as 1967. Additional product codes for this report include: hsz, gfa, and gff. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 14, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in hungary as follows: it was reported that the distal end of a 2.0mm cannulated drill bit broke into pieces during an unknown surgical procedure on (B)(6) 2016. Although fragmentation was observed, it was noted that those pieces remained attached to the main body of the device and were easily retrieved. The procedure was completed without surgical delay. The patient's post-operative status was reported as ¿fine.¿ this report is 1 of 1 for (B)(6).